Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements, with the patient experiencing atrial flutter the same day. Technical services (ts) was consulted and determined the events were unrelated. Ts further determined the impedance behavior appeared to be a spring contact issue due to the device header being older and a non-boston scientific lead was implanted in the system. Ts noted that impedance spikes had previously occurred; however, the device has continued to function as programmed and the system will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.